Event description:
The customer reported that approx an hour into a hysterectomy, the jaws of the device would no longer open. The device was pried from the tissue without causing trauma. Another device was used to complete the procedure. There was no tissue loss or damage, no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.